Event description:
It was reported that the 6800 system would not save or print images during a case. The procedure was completed without incident. No pt injury was reported.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The hard drive and software were installed during the svc call. The system was tested and found to be working as intended and put back into svc.